Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a laser would not enable before surgery. There was no patient involved.

Manufacturer narrative:
The system was examined and the emergency stop button had been pushed in. The company representative released the button and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on (B)(6) 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a customer use error. The manufacturer internal reference number is: (B)(4).